Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the severely calcified dominant right coronary artery (rca). When predilating the lesion, a dissection occurred, due to the severe calcification. The physician attempted to place a 3.00x24 mm taxus liberte drug eluting stent, but was unable to cross the lesion. Upon withdrawal, the stent appeared to have lost its form. The procedure was successfully completed with 4 taxus stents. No pt complications were reported. Pt status reported as "ok". This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.